Event description:
It was reported that the right atrial (ra) lead had no capture, high impedance and a possible fracture. The pacing settings were reprogrammed to inactive the ra lead until it was explanted and replaced. It was also found that the ra lead had been implanted approximately a month after the use before date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2005. (B)(4).